Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Distributor contacted dexcom on 04/14/2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted into the buttocks on (B)(6) 2016. The patient stated that they had consistently seen huge differences in cgm readings versus their blood glucose (bg) meter readings. Patient reported multiple instances of inaccuracy, all during the same sensor session. On (B)(6) 2016, patient stated that the receiver displayed a bg values of 99mg/dl but the patient was barely standing. The patient felt that something was not right and checked their blood sugar with a bg meter and the value was 29 mg/dl. No medical intervention was reported. Additional event or patient information was not provided. No product or data was returned for evaluation. However, a photo of the inaccuracy was provided. The reported event was confirmed. A root cause could not be determined. Additionally, the sensor was inserted into the buttocks. The dexcom g4 platinum continuous glucose user's guide states: sensor placement is not approved for sites other than under the skin of the belly (abdomen) or, in the case of patients between the ages of 2 and 17, the belly or upper buttocks.